Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that resistance was met while loading the cartridge. A new syringe needle and cartridge were used and the cartridge was filled. There was no reported impact to blood glucose.